Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A primary surgery of a scorpio knee was performed. A revision of the liner is reported. The doctor reported that there is a possibility that the primary scorpio was misaligned.

Manufacturer narrative:
Additional information: date of implant. An event regarding malposition involving an unknown scopio implant was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional, functional inspection and material analysis were not performed as the device was not returned for evaluation. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A primary surgery of a scorpio knee was performed. A revision of the liner is reported. The doctor reported that there is a possibility that the primary scorpio was misaligned.